Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer that while in use on a patient, the 840 ventilator emitted a continuous "beeping" alarm followed by the screen displaying a hardware error indicating that the breath delivery (bd) board communication had a "failure" and the ventilation stopped. The unit was not made available to medtronic for evaluation. Good faith efforts were made to obtain additional details such as repair details to which there was no further information available from the customer. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer that while in use on a patient, the 840 ventilator emitted a continuous "beeping" alarm followed by the screen displaying a hardware error indicating that the breath delivery (bd) board communication had a "failure" and the ventilation stopped. The patient's oxygen saturation (o2) dropped from 96% to 82%, the heart rate increased to 130 beats per minute, and the lips became cyanotic. Immediately switched to manual ventilation with a resuscitator bag, then the oxygen saturation gradually increased to 94%. The patient was placed on an alternate ventilator and the vital signs were stabilized.